Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed damage at the tip of the pin. The sensor passed continuity testing, no short or open was detected , and no intermittent short or open was detected when the sensor was manipulated. When connected to a monitoring device the sensor functioned as designed, the sensor was placed on a simulator for 15 minutes and was able to obtain spo2 and pulse rate values through the entire duration of testing. Lot # 17e81. Expiry date: 05/01/2020. UDI# (B)(4). Device manufacture date was updated to 05/05/2017, report source was updated occupation: "user facility, health professional, company representatives".

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported lncs y-I sensor is working intermittently and has a damaged connector pin. No patient impact or consequences were reported.